Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to a third party service center and the internal battery failed to charge. The device's internal battery was replaced to address the issue. During the evaluation the device failed a step during testing and was returned to the manufacturer for further testing. A "service required" alarm condition was observed. The device's sensor board was replaced to address the issue.